Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with cardiac resynchronization therapy defibrillator (crt-d) device was told that it will last eight to ten years when implanted and current check patient was told it will last three to four years. Boston scientific technical services (ts) explained need to discuss this with the physician. Also, the physician stated that device had to be adjusted as it was not working properly. This device remains in service. No adverse patient effects were reported.